Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it did not meet physician expectations regard to longevity. It was also noted that the patient needed ddd pacing.